Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient presented a motor neuro deterioration of right arm pain. This report is for an unknown prodisc pdc implant. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of motor neuro deterioration of the right arm. This event occurred over 10 years after the implant surgery, and there is no indication that this event is related to surgery or the implant. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of motor neuro deterioration of the right arm. This event occurred over 10 years after the implant surgery, and there is no indication that this event is related to surgery or the implant. If additional information becomes available, this determination should be re-reviewed by a clinician.